Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2 mm vticmo13.2 implantable collamer lens, -17.0/+1.5/092 diopter, in the patient's left eye on (B)(6) 2016, and the lens tore/broke during injection into the eye. The patient experienced loss of best corrected visual acuity (bcva). The lens will be taken out at a later time.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; visual inspection found optic torn, haptic torn, and discolored material on surface. Previous patient code (B)(4) (vision, impaired) was incorrect; only loss of bcva was reported. Method code (device from same lot evaluated); a work order search was performed. (B)(4).

Event description:
The lens was exchanged for a same size lens on (B)(6) 2016 and the problem was resolved.